Manufacturer narrative:
The manufacturer previously reported an allegation that a CPAP device's sound abatement foam became degraded and caused cancer, pulmonary emphysema, headaches, shortness of breath and dizziness. The patient did not report to receive any medical intervention. Despite of multiple attempts made to "(B)(6)" by email on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ; the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer, pulmonary emphysema, headaches, shortness of breath and dizziness. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.